Manufacturer narrative:
(B)(4). There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Peritoneal dialysis patient reported being treated for peritonitis. The peritoneal dialysis patient presented to the clinic with peritonitis that was diagnosed following a positive culture of effluent for staphylococcus. The patient treatment included intraperitoneal antibiotics (vancomycin) for approximately two weeks. The nurse reported that the patient recovered with no further adverse events.

Manufacturer narrative:
The liberty cycler was not returned or replaced against this complaints. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported being treated for peritonitis. The peritoneal dialysis patient presented to the clinic with peritonitis that was diagnosed following a positive culture of effluent for staphylococcus. The patient treatment included intraperitoneal antibiotics (vancomycin) for approximately two weeks. The nurse reported that the patient recovered with no further adverse events.